Event description:
Boston scientific received information that this lead was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
The device, active right atrial (ra) lead and these two chronic, abandoned leads were explanted and the patient was treated with additional antibiotics. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.